Event description:
It was reported that a connection issue occurred. On 08/19/2023, it was reported that the patient experienced aa connection issue between the cgm (continuous glucose monitor) and the insulin pump. She was wearing the cgm and a tandem insulin pump and using control-iq. She used her pump as the display device for alarms and alerts and had the cgm app on her phone to track her cgm values. On (B)(6) 2023 the patient spent the night at a friend¿s house. She did not remember receiving any cgm alarms or alerts prior to the event. She indicated she did not feel lows until her blood glucose became very low. She slept very deeply during the night, and when she continued to sleep all the next day, her friend became concerned. The friend had the follow app and was receiving low alerts and called the patient¿s family for help and to come pick her up. After she arrived home on (B)(6) 2023, the patient was difficult to wake up and her parent called ems (emergency medical services) at approximately 5 pm. The patient did not remember the details herself and was later told her father gave her oral maple syrup to raise her bg (blood glucose) level until paramedics arrived because she was unable to treat herself. No bg or cgm values were available. Paramedics transported her to the hospital where she was treated for severe hypoglycemia. After arrival at the hospital the cgm and insulin pump were removed. The patient did not remember at what point during the hospitalization she regained consciousness or any treatment details. Her doctor attributed the event to a problem with the insulin pump and cgm communicating. No bg or cgm values were available. She was discharged in stable condition on (B)(6) 2023. After discharge she checked the history in her pump with a tandem representative. She also checked the cgm values on her phone and discovered the cgm had displayed low alerts, and the pump was displaying high alerts and infused insulin based upon high values on (B)(6) 2023. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a connection issue is reportable based on the finding of signal loss greater than an hour. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code - e0130 sleep dysfunction. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.